Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 588 mg/dl. The customer¿s current blood glucose value was 277 mg/dl. The customer did not experience any symptoms of high blood glucose value. Customer reported that they had multiple pump error alarm. Customer reported they were unable to clear the alarm. Customer stated that they had issue with insulin pump so it did not rewind. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black . Customer returned insulin pump for an alleged multiple insulin pump error and device heating up found on (B)(6), 2022. The insulin pump passed the active current test, sleep current test and self test. No device heating up noted during testing. Successfully downloaded history files and traces using thus. Constant insulin pump error alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to insulin pump error alarms. No insulin pump error noted during testing or in insulin pump downloaded history. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electrical board and motor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded motor home switch, and minor scratches on lcd window. In summary, customer allegation for insulin pump error was noted during testing due to corroded motor home switch. Insulin pump error and device heating up was not confirmed. Exposure to moisture was confirmed on electrical board and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.